Event description:
It was reported the intellivue multi measurement server x2 speaker is damaged. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer confirmed there was no sound at all and there was an inoperative speaker inop message present. The customer was provided with a replacement speaker to resolve the issue. After speaker replacement the device was returned to full functionality with no further issues identified. The device remains at the customer site. E1: (B)(6). H3 other text : device not returned.